Manufacturer narrative:
After the final report was submitted on may 22, 2025, the actual device was received on may 23, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (evaluation is in progress, but not yet concluded). An additional follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 4210, 4307). A photo was provided from the user facility that was reviewed and found to have a red, transparent liquid leaking out form the gas outlet side of the oxygenator. The affected sample was returned and visually inspected upon receipt with no anomalies noted. The returned sample was then rinsed and dried. A simulation test was performed by circulating bovine blood, after filling the blood channel with colored saline solution a bovine blood that had been intentionally made hydrophilic was circulated within the unit. As a result, it was found that plasma components were leaking at the gas side. Therefore, it was inferred that plasma leakage occurred due to blood properties. The manufacturing and incoming inspection records of the actual sample were reviewed, with no anomalies found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass there was a failure in the extracorporeal circulation circuit at the end of the cardiac surgery procedure. As per the subsidiary, there was a failure (oxygenator) in the extracorporeal circulation circuit at the end of the cardiac surgery procedure. There is a leak of colored plasma (hemolysis) into the ventilation compartment of the oxygenator (membrane oedema) with exteriorization of the liquid outside the ventilation compartment. The performance of the oxygenator was progressively reduced over time, requiring a regular increase in the flow rate and the proportion of oxygen in the mixture (fio2). As the operation was nearing its end, there was no need to replace the oxygenator as a matter of urgency. Product was not changed out. No known consequence or health impact to patient. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 20, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 4210, 4315). The affected sample was not returned for evaluation; however, a photo was provided that showed a red, transparent liquid leaking out from gas outlet side of the oxygenator. However, without the actual sample being returned, a thorough investigation could not be performed and a definitive root cause could not be determined. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.